Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383591 and lot number 4033124. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in leaked. It was reported by the customer that catheter tip showed imperfections near the septum of the 22g x 1¿ diffusics on 2 occasions after inserted into patient where it was said to be leaking where it shouldn¿t be (near septum on catheter). The 3rd occasion of the leak was noticed when staff opened a catheter not used for patient use but for visual evaluation. Saline was coming out in the same area when pushed through the catheter tip. I personally came on site to try to recreate the same effect to see if other catheters from the same lot would yield similar results or imperfections, and fortunately no other catheters showed signs of leaking. Verbatim: catheter tip showed imperfections near the septum of the 22g x 1¿ diffusics on 2 occasions after inserted into patient where it was said to be leaking where it shouldn¿t be (near septum on catheter). The 3rd occasion of the leak was noticed when staff opened a catheter not used for patient use but for visual evaluation. Saline was coming out in the same area when pushed through the catheter tip. I personally came on site to try to recreate the same effect to see if other catheters from the same lot would yield similar results or imperfections, and fortunately no other catheters showed signs of leaking.